Event description:
It was reported that a black ring surrounded the image and the sys 9600 would not collimate. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the image intensifier was in need of replacement. A svc call had been scheduled in order for a ge svc rep to replace the image intensifier. The svc call was postponed / cancelled. An add'l report will be generated and submitted if further info becomes available.